Event description:
It was reported that the catheter was broken or fractured at the junction of suture wing close to junction a few days dwelling later.

Manufacturer narrative:
A chr showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.